Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. D9 device return date added. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis was not determined due to lack of clinical details, incomplete product was returned and no data logs returned for analysis. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 48-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had hemolysis on labs. A plasma free hemoglobin was 15 and a redraw resulted at 76. The lactase dehydrogenase (ldh) resulted at 1,169. The patient was anuric with impaired kidney function. Creatinine was 4.17. Three days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 1.8l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
Additional information received stating that when the complaint was entered the patient was anuric with renal impairment, which was not the case upon implant. By looking at the case it looks like the patient did start making urine prior to explant but am not aware of any changes other than that.